Event description:
It was reported that prior to use during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit stopped functioning, automatically shut down. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp. To fix this issue, the fse replaced pcb,front end,rohs, pcba, video generator and cable, coil cord. The fse also replaced the drive manifold assembly, fitting,pneumatic,single barb, regulator,drive and tubing, clear polyurethane, 0.062" i.d because it did not pass the drive manifold test. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.